Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, even though they tried to inflate the balloon with a syringe, no air got in at all and the balloon did not inflate. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. There was no patient injury.